Manufacturer narrative:
Initial report submitted: 09/02/2008.

Event description:
According to the reporter: tracker was pressed against abdominal wall and shaft broke away from handle. No patient injury was reported. The procedure was lap ventral hernia repair.